Event description:
It was reported that the user received repeated low glucose alerts on ilet overnight after starting a new dexcom g7 sensor, with ilet showing sporadic cgm data and limited connectivity when the device was in a different room; the user ingested oral glucose (soda) and later performed a fingerstick that read 181 mg/dl, after which a manual entry into ilet showed 193 mg/dl, and ilet was reconnected with education provided on early sensor accuracy, compression lows, and confirmatory fingersticks. Symptoms included reported low glucose alerts without accompanying hypoglycemia symptoms. Outcomes included resolution without medical intervention or hospitalization. Investigation included review of cgm data patterns, device connectivity status, and user-reported actions, along with user education and troubleshooting. Investigation of this case revealed inconsistent early cgm readings likely influenced by new sensor warm-up behavior, intermittent signal loss between cgm and ilet, and possible compression artifact, while the glucometer value indicated glucose was not low at the time of concern. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with early cgm inaccuracy and connectivity issues rather than confirmed hypoglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.